Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the "check/clutch plunger lever" alarm on the pump occurred. The position potentiometer had already been replaced. No patient injury or adverse event was reported.

Manufacturer narrative:
Device received date, 06-03-2016; investigation results: the reported device was received for product evaluation. Visual inspection found the device to be in poor condition. The device top case was chipped and cracked and the left and right plunger cases were damaged. A review of the pump event history log confirmed that the check clutch/plunger lever alarm occurred. The reported alarm was replicated during functional testing. During investigation, it was observed that the customer installed the bushing for lead screw on the incorrect side of the motor mount which resulted in the reported alarm. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests. No evidence was found to suggest that the reported event was due to an intrinsic product problem.